Event description:
It was reported that the pacemaker exhibited loss of capture (loc) on the atrial channel. This involved right atrial (ra) lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and upon review, successful raat tests were noted, however, increased outputs were observed and discussed it may be possible that the output is not able to consistently capture in the atrium. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).